Manufacturer narrative:
The software investigation found that the adjustment of the pixel offset settings was resolved the reported issue. Software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
A medtronic representative reported that, the exam he loaded on the fusion compact looked like negative images. This was reported before the patient was present. There was no patient involved in the event.